Event description:
It was reported that the device was removed due to erosion.

Manufacturer narrative:
No medwatch form was received. The device was found to be above elective replacement indicator (eri). Testing revealed normal device characteristics. No anomalous behavior was observed.